Event description:
Additional information reported patient experienced "acute swelling and seroma of right breast" approximately a little over six years after implant. Puncture performed and sent for a histopathological markers which noted small cd30 positive focus on the inner aspect of the capsule but difficult to find as it was very small. Cytological noted positive in one but negative in another examination. Breast MRI and pet-CT noted negative.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected alcl.

Event description:
Explant physician reported a case of bia- alcl case, side unspecified. No histopathological markers have been provided to confirm the diagnosis. Physician has advised that the patient was already treated, and implants were replaced.